Event description:
Additional information received indicating that the right ventricular lead was capped and replaced to resolve the event. There were no known patient consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of oversensing due to noise were noted on the right ventricular (rv) lead. It was suspected that the cause of the event was due to lead insulation damage, however, no diagnostic imaging has been conducted to confirm the supposition. No intervention has been conducted at this time but rv lead revision is expected at the next follow up. The patient was stable with no consequences.